Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of intermittent audio output on the app was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, intermittent audio output on the app. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).